Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose level that ranged from 736-756 mg/dl and diabetic ketoacidosis. The customer was treated with an intravenous fluid and insulin drip, and was released two days later. Reportedly, an occlusion alarm occurred. The pump supplies were changed prior to troubleshooting with tandem technical support, therefore, a cause for the alleged occlusion was unable to be determined.